Event description:
The customer reported being hospitalized for hyperglycemia. The blood glucose reading was over 600 mg/dl. The customer stated that two days before her admission, the blood glucose started to climb after eating her lunch. The blood glucose was treated off of the insulin pump and the customer did not feel well. Later the customer collapsed and was admitted to the hospital. Troubleshooting was performed. The fixed prime test passed. No further information was provided.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. After testing it was concluded that the device operated within specifications.